Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 34 events had no patient involvement; no patient impact. 22 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 56 events were reported for this quarter. Product return status: 36 devices were received. 11 devices were not available for evaluation. 9 device investigation types have not yet been determined. Additional information: 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. - 34 events had no patient involvement; no patient impact. - 22 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 56 previously reported events are included in this follow-up record. Product return status: 40 devices were received. 16 devices were not available for evaluation.